Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had crack on screen, buttons were sticking, battery only lasts 4 days, button errors and random no delivery alerts customer's blood glucose value was unknown. Customer was only able to leave a voicemail providing technical support department contact information, the technical support solutions team will make an additional attempt to contact the customer at a later time. The devices will not be returned for analysis.